Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ("the right and left fallopian tubes show mild chronic salpingitis") and oophoritis ("oophoritis") in a (B)(6) female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mesothelioma, cervicitis (chronic mild inflammation), gravida ii, parity 2, appendectomy, pelvic adhesions, adenomyosis and endometriosis of uterus. Concurrent conditions included idiopathic thrombocytopenic purpura and appendicitis. Concomitant products included prednisone. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced skin discolouration ("discoloration of skin"), tooth fracture ("teeth breaking") and tooth loss ("teeth falling out"). In (B)(6) 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea") and vertigo ("vertigo"). In (B)(6) 2012, the patient experienced pelvic pain ("pain: pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen cramping/stabbing pain in right lower abdomen") and dysgeusia ("metallic taste in mouth"). The patient was treated with surgery (total hysterectomy/bilateral salpingectomy/lysis of adhesions/cautery of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, oophoritis, pelvic pain, skin discolouration, headache, nausea, tooth fracture, tooth loss, dysmenorrhoea and fatigue outcome was unknown and the migraine, vertigo, abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, dysgeusia, dysmenorrhoea, fatigue, headache, migraine, nausea, oophoritis, pelvic pain, salpingitis, skin discolouration, tooth fracture, tooth loss and vertigo to be related to essure. The reporter commented: on (B)(6) 2015, surgical pathology report: sections of the cervix show mild chronic inflammation and focal surface erosion. The squamous mucosa is mature without dysplasia. The endometrium is of secretory phase without atypical hyperplasia or carcinoma. There is adenomyosis. The right and left fallopian tubes show mild chronic salpingitis. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: device appeared to be in the typical configuration.. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: salpingitis, oophoritis, pelvic pain, migraine, menorrhagia, dysmenorrhea." Most recent follow-up information incorporated above includes: on 6-may-2019: the case is incident. Reporter information was added. This case concerns (B)(6) patient. Her demographics were added. Her historical condition and concomitant medications were added. Her lab data was added. Essure indication was amended. Essure insertion and removal date was added. Per medical record following events: the right and left fallopian tubes show mild chronic salpingitis, oophoritis was added. Per plaintiff fact sheet following event injury was updated to more specified events: pain: pelvic pain, discoloration of skin, migraine, headache, nausea, teeth breaking, teeth falling out, dysmenorrhea (cramping), fatigue, vertigo, pain: lower abdomen cramping/stabbing pain in right lower abdomen and metallic taste in mouth were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of salpingitis ('the right and left fallopian tubes show mild chronic salpingitis') and oophoritis ('oophoritis') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included mesothelioma, cervicitis (chronic mild inflammation), gravida ii, parity 2, appendectomy, pelvic adhesions, adenomyosis and endometriosis of uterus. Concurrent conditions included idiopathic thrombocytopenic purpura and appendicitis. Concomitant products included medroxyprogesterone acetate (depo provera) from (B)(6) 2012 to (B)(6) 2012 and prednisone. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced skin discolouration ("discoloration of skin"), tooth fracture ("teeth breaking") and tooth loss ("teeth falling out"). In (B)(6) 2012, the patient experienced migraine ("neurological conditions or problems type:migraines"), headache ("neurological conditions or problems type:headaches"), nausea ("neurological conditions or problems type:nausea") and vertigo ("neurological conditions or problems type:vertigo"). In (B)(6) 2012, the patient experienced pelvic pain ("pain: pelvic pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). On an unknown date, the patient experienced salpingitis (seriousness criteria medically significant and intervention required), oophoritis (seriousness criteria medically significant and intervention required), abdominal pain lower ("pain: lower abdomen cramping/stabbing pain in right lower abdomen"), dysgeusia ("metallic taste in mouth") and endometriosis ("endometriosis"). The patient was treated with surgery (total hysterectomy/bilateral salpingectomy/lysis of adhesions/cautery of endometriosis). Essure was removed on (B)(6) 2015. At the time of the report, the salpingitis, oophoritis, pelvic pain, skin discolouration, headache, nausea, tooth fracture, tooth loss, dysmenorrhoea, fatigue and endometriosis outcome was unknown and the migraine, vertigo, abdominal pain lower and dysgeusia had resolved. The reporter considered abdominal pain lower, dysgeusia, dysmenorrhoea, endometriosis, fatigue, headache, migraine, nausea, oophoritis, pelvic pain, salpingitis, skin discolouration, tooth fracture, tooth loss and vertigo to be related to essure. The reporter commented: on (B)(6) 2015, surgical pathology report: sections of the cervix show mild chronic inflammation and focal surface erosion. The squamous mucosa is mature without dysplasia. The endometrium is of secretory phase without atypical hyperplasia or carcinoma. There is adenomyosis. The right and left fallopian tubes show mild chronic salpingitis. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on an unknown date: device appeared to be in the typical configuration.. Concerning the injuries reported in this case, the following ones were described in patients medical record: salpingitis, oophoritis, pelvic pain, migraine, menorrhagia, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Reporter information added. Event: endometriosis was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.